Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon on the initial day of placement. The user stated that no abnormalities were observed during a pretest.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon on the initial day of placement. The user stated that no abnormalities were observed during a pretest

Manufacturer narrative:
The reported event was confirmed as manufacturer related. Visual inspection noted no abnormalities on the surface of the catheter. Per the functional testing, the balloon was inflated with water and an interlumen leak was noted due to the presence of pinhole on rubberize layer. The pinhole was evaluated under a microscope and noted to be round and rough. The pinhole was created from bubble during the dipping process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex"